Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the crt-d was performed. The device was confirmed to be in safety core status. Review of stored memory verified that the device experienced three oscillator mismatch faults during the time electrocautery was being used. These faults caused the device to go into safety core. The device was then removed from safety core status and a comprehensive series of automated diagnostic tests were conducted to verify the performance of device memory, pacing, defibrillation and recording functions. The device performed as expected for each test. Of note, cognis devices have been specifically designed such that if three system resets occur within a timeframe of approximately 48 hours, the device will enter safety core. The behavior of this crt-d is consistent with devices that have reverted to safety core due to faults occurring as a result of electrocautery.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) went into safety core reset during device replacement. The device was programmed to voo before the procedure, and then programmed back to vvi at the end of the procedure. The physician observed this patient experienced 6 seconds of asystole. The device was then interrogated, and it was discovered this device was in safety core mode. During the entire procedure, the physician used electrocautery system. The physician found that the electrocautery probe had insulation damage on the cabling connection to the patient patch. There were no additional adverse patient effects reported.